Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the returned battery cap threads were stripped/damaged. Investigation also revealed that the display was dim, faded, and discolored. Additionally, investigation revealed that there was contamination under all the contrast and ok button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/14/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/14/2015 with the following findings: visual inspection revealed that the battery compartment was cracked above and below the bumper pad. The returned battery cap threads were found to be damaged/stripped. The returned battery cap was not able to be secured to the pump. A test battery cap was used to complete the investigation. During testing, the display was found to be dim, faded, and discolored. The keypad cover was found to be peeling off the base. All keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the contrast and ok button contacts. (B)(6).